Event description:
Info received indicates the bed had an unintentional movement of the head up function.

Manufacturer narrative:
The technician replaced the left caregiver control board to repair the bed.